Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A review of all batch record documents was performed for potentially associated lot number(s) h13j04064, h14a07064, and h13k14046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by nausea and vomiting. The patient was hospitalized on the same day as onset of the peritonitis. Treatment for the peritonitis was not reported. It was reported that twelve days after hospitalization, the patient passed away. The cause of death was not reported. It was unknown if an autopsy was performed. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).